Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that he changed the infusion set the night prior to the event. The customer went to bed, and when he changed the reservoir, it was completely empty. The customer was in a coma when he was taken to the hosp. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement and self tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.